Event description:
Caller reported a malfunction occurred on their pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting instructions, advising them to call back if the issue persists.